Manufacturer narrative:
No blank display noted during testing. Device passed displacement test, active current measurement test, sleep current measurement test and self test. During visual inspection, electronics stack and force sensor was corroded. Motor had moisture damage

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump's display had gone blank during rewind. The customer's blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.